Event description:
Customer reported that the display had lines thru it. Physio-control evaluated the device, and observed a display lock-up issue. There was no report of patient involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control replaced the programmed user interface and system control pcb assemblies, and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center on a mock-up test device and was unable to duplicate the reported issue. Further component root cause was not determined.